Manufacturer narrative:
The initial MDR 1226181-2014-00544 was filed on october 24, 2014. Additional information (10/28/2014): during follow-up with the customer, the customer stated that the issue was resolved. The customer discovered that the incorrect quality control (qc) was on the instrument running as level 1 ctni qc. The cause of the level 1 ctni qc being out of range was a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Level 1 quality controls (qc) for cardiac troponin I (ctni) were out of range on a dimension vista 1500 instrument. No patient samples were run while qc was out of range. There are no known reports of patient intervention or adverse health consequences due to the ctni qc being out of range.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist advised the customer to run the level 1 ctni qc in a sample cup from the other system. The customer stated that they could not take the system down to perform any maintenance because they needed to run samples.